Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed to remove the migrated stent. Imdrf impact code f2201 captures the additional device required that replaced the migrated stent.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted in the left intrahepatic duct (ihd) to treat jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. There was no serious injury reported and the patient's condition following the procedure was reported to be stable. Several days after the initial implantation, the patient experienced pain, and the patient's bilirubin levels did not decrease as expected. On (B)(6) 2025, a subsequent ercp was performed, which confirmed distal stent migration. The original stent was removed and replaced with a non-boston scientific stent. No extended observation period was required, and the patient's current condition was reported to be fine.